Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was achieved in the right femoral vein via 5fr sheath using the preclose technique prior to a pacemaker placement procedure. Reportedly, when attempting to remove the 1st proglide device, resistance was met. The physician pressed on the patient¿s groin and the proglide device could be removed without intervention. An ultrasound was performed and there were no issues with the deployed sutures of the proglide device. The sutures of a second proglide device were successfully placed to complete the preclose technique. The sheath was upsized to 24fr and the pacemaker procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.